Event description:
Event details as reported: "thoracic endo vascular aneurysm repair. Medtronic valient thoracic aneurysm 40 mm endograft would not insert pass into the hub/valve of solopath recollapsible. Unable to deliver device. Lunderquist (B)(4) wire used with device. High level of insertion force used without success. Percutaneous approach. Minimum vessel diameter was less than 4.0 with 3+ ca++. Tortuosity was 1+. Graft was not successfully deployed. After graft failed to insert into solopath, attempt was made to insert graft sheathless. At this point the right external iliac ruptured requiring resuscitation. Md lost wire access and was then committed to open repair. This was a known and anticipated risk of the procedure. This was not a failure of the solopath, only the inability to deliver the thoracic graft."

Manufacturer narrative:
The actual device has not been returned for evaluation and the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.